Manufacturer narrative:
The filler was injected into the patient and is not available for return. Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling and risk management file. This can occur due to unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. Additionally, the product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. (B)(4).

Event description:
On november 14, 2025, the hcp reporting injecting evolysse smooth into both the upper and lower lips of a patient. By (B)(6) 2025, the patient experienced yellow crusting on her lips. The patient was prescribed antivirals with no improvement. She was then prescribed the first medrol does steroid pack without improvement. The patient was then treated with bactroban (antibiotic) and a second medrol steroids dose pack without improvement. The product was dissolved and resulted in a significant improvement to the patient. However, the patient is experiencing discomfort due to an impaired barrier which is being managed with gabapentin and flexeril. The patient is experiencing referred pain in the jaw and sensitivity in the lips. As of (B)(6) 2026, the patient's lips have re-epithelialized and symptoms are improving.